Manufacturer narrative:
(B)(4). The complaint mr290 autofeed humidification chamber was not returned to fisher & paykel healthcare in new zealand for evaluation, and the customer did not respond to our attempts to gather further information. Without the complaint device we are unable to determine what may have caused the reported crack in the chamber dome. Every mr290 chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. In addition, the pressure test is followed by a visual inspection of each chamber. Any chamber which fails either of these tests is rejected. The chamber would have met the required specification at the time of production. Our user instructions that accompany the mr290v vented autofeed humidification chamber also state the following: - "do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers." - "set appropriate ventilator alarms." - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient."

Event description:
A healthcare facility in wisconsin reported via a distributor that an mr290v vented autofeed humidification chamber had a crack. There was no patient involvement.

Manufacturer narrative:
(B)(4). The healthcare facility has advised that the complaint mr290v humidification chamber is not available to be sent to fisher & paykel healthcare in (B)(6) for investigation. We are in the process of gathering additional information from the hospital for evaluation. We will provide a follow-up report upon completion of our investigation.

Event description:
A healthcare facility in (B)(6) reported via a distributor that an mr290v vented autofeed humidification chamber had a crack. There was no patient involvement.